Event description:
Caller states the patient tested 4.0 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Coumadin was held for 1 day and then reduced. No adverse event reported. Requested return of suspect system and replacement was sent.